Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 1 month, 2 days post tavr procedure with a 26mm sapien 3 ultra valve, the patient presented shortness of breath and fatigue with stenosis of the valve due to hypoattenuated leaflet thickening (halt). The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 years, 1 month, 2 days post tavr procedure with a 26mm sapien 3 ultra valve, the patient presented shortness of breath and fatigue with stenosis of the valve due to hypoattenuated leaflet thickening (halt). The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve. However, per imaging review performed by an edwards proctor, calcification of the leaflets were noted with halt, and the valve is under expanded at 24.3mm at the waist.

Manufacturer narrative:
Correction to b5 and h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. However, imagery was provided by the complaint site and reviewed by ew proctor/imager. The following observations were made: the valve appeared under expanded with large diameter of outflow (480.9mm2) and small diameter of inflow (470.9mm2). Calcified leaflets with halt were noted. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.